Manufacturer narrative:
Other: retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began on (B)(6) 2021. It was reported that it is hard for the trial patient to keep track of the catheterized volume as they were "in and out of the hospital due to problems."